Event description:
A malfunction was reported by the customer after jumping into water, resulting in a pump error that could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer was provided with a replacement pump and instructed to use multiple daily injections (mdi) as a backup therapy. Technical support guided the customer on how to store the faulty pump before returning it and confirmed the shipping details for the replacement.